Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio on the mx40 device. There was no patient injury or harm reported.